Event description:
A physician found high impedance when a patient was interrogated and had a system diagnostic test performed. X-rays were provided to the manufacturer for review and programming data was also provided for review. The cause for the high impedance was not identified in the review of the x-rays, but the presence of a micro-fracture could not be ruled out. Additionally, a portion of the lead could not be visualized and a gross fracture in that portion of the lead could not be ruled out. The data from the physician's programming computer also noted and found that the high impedance had first occurred prior to identification from the physician. The patient was programmed off after high impedance was identified. No known surgical intervention has taken place.